Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was found that the front panel on the cardiosave intra-aortic balloon pump (iabp) had cosmetic damage. There was no patient involvement.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: e1 (event site telephone: (B)(6). Additional point of contact: name: (B)(6). Contact department: biomed. Phone number: (B)(6). Occupation: biomedical engineer. Email ID: (B)(6). A getinge field service engineer (fse) during a preventative maintenance (pm) service repair found that the front panel on the cardiosave intra-aortic balloon pump (iabp) had cosmetic damage. To fix this issue fse replaced damaged front bezel. Completed repair with all functional and safety tests as per manufacturer  specifications. Unit returned to customer.